Event description:
As reported by research and development testing, the esheath distal tip tore as the 29mm sapien 3 ultra resilia valve passed through in the wagon wheel test fixture. No patient involvement. A review of imagery found that the distal tip appeared to be axially and radially torn with hdpe stretching.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to d9 and h3. Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The esheath plus was examined and the reported event was confirmed. A visual examination found a radial tip tear along the distal liner edge as well as an axial tear, hdpe stretching along distal tip tears, light sheath shaft curvature, and all score lines were present. In this case, available information suggests that improper tip expansion likely contributed to the event. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. A previous risk assessment (pra) was initiated to capture this type of event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.